Event description:
The customer called with a complaint that the meter does not function properly when test strips are inserted. Additionally, the customer stated that after they use excel off brand reagent strips in their meter, the elite strips give them unusually low readings such as 26 mg/dl when they are not symptomatic. Electronic checks of the meter were satisfactory. Bayer does not provide or support the use of excel off brand reagent strips. A request was made to have the unit returned for evaluation. In the meantime, a replacement unit will be provided.